Manufacturer narrative:
The insulin pump was received with a failed battery test alarm due to a corroded battery cap. There was no blank display. Analysis was unable to check for operating currents due to a failed battery test alarm. All of the buttons functioned properly and no moisture damage was found on the keypad, under the lcd screen, the electronic assembly, or the motor. There was no cosmetic damage. (B)(4).

Event description:
The customer called in to report a blank display and an unresponsive keypad. The customer reported that the insulin pump was exposed to moisture. The customer's blood glucose level was 196 mg/dl. After troubleshooting, the customer was able to get insulin pump working again. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.